Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was scratched and difficult for the customer to read the touchscreen display. Reportedly, the scratches are due to the pump rubbing up against the seatbelt. Customer had elevated blood glucose levels (500 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. During troubleshooting with tandem technical support, the screen protector was removed and the touchscreen was functioning as intended. The reported issue was due to the screen protector.